Event description:
Ileus [ileus] ([pyrexia], [vomiting], [application site pain], [eosinophil count increased], [c-reactive protein increased]) case narrative: initial information received on 19-sep-2018 regarding an unsolicited valid serious case received from japan_other sanofi-japan group employee under reference (B)(4). And transmitted to sanofi. This case involves a 38 years old female patient (159 cm and 44 kg) who experienced ileus, while she was treated with with the use of medical device carboxymethylcellulose, sodium hyaluronate [seprafilm]. The patient's past medical history included gastrointestinal injury (onset, feb-1955) and surgery (in feb-1955). The patient's past medical treatment(s), vaccination(s) and family history were not provided. At the time of the event, the patient had ongoing hydrosalpinx, food allergy, and dermatitis atopic. Smoking status: non-tobacco user. Concomitant medications included cefazolin (cefazolin) for infection prophylaxis; paracetamol (paracetamol) for product used for unknown indication; and omeprazole (omeprazole) for product used for unknown indication. Preoperative condition: good health, well-nourished anaemia: no radiotherapy: no on (B)(6) 2018, the patient was admitted. On (B)(6) 2018, a laparotomy for left salpingectomy was performed (intraoperative heat therapy: none), in which two sheets of seprafilm (carboxymethylcellulose, sodium hyaluronate) was used. Both sheets were placed directly under the abdominal wall, and the condition of placement was favorable. Pressure pain and ileus symptom(s) were seen in the application site. Preexisting adhesion was observed around a uterine tube, and detachment was made. Sutured layers consisted of two layers; fascia and dermis, where interrupting manual suturing was performed with absorbable mono thread. There was no combined use of other medical device. On (B)(6) 2018, the patient was re-admitted with pyrexia, abdominal pain and vomiting. CT showed film-shaped opacities in the seprafilm application site. A diagnosis of ileus was made, for which antibiotic therapy was started. Later, the pyrexia was alleviated but ileus symptom persisted. There was pain in the site where seprafilm was placed (directly under the abdominal wall). Pooling was observed in the surrounding area, and therefore, drainage was performed. Ascites was aspirated for culture test, and drain fluid gave negative result. The bacterial culture test on specimen from the seprafilm application site, which was performed to detect any aerobic and anaerobic bacteria, gave no findings. Eosinophils increased to 14.4, and crp increased to 10.32. Cefmetazole was administered at a daily dose of 2 g for infection control. On (B)(6) 2018, an improving trend in ileus was seen, but pyrexia relapse, for which antibiotic (firstcin) was resumed. On (B)(6) 2018, pyrexia was absent, and the oral antibiotic was replaced by an oral antiallergic drug. The patient was discharged. The ileus and pyrexia resolved on this day. The patient developed an event of a serious ileus. This event was assessed as medically significant and was leading to intervention. The patient was hospitalized on the same day this event occurred. The patient was discharged on (B)(6) 2018, (hospitalization during 13 days). The patient developed an event of a serious seprafilm application site pain after surgery (application site pain). This event was assessed as medically significant and was leading to intervention. The patient was hospitalized for this event during 13 days. The patient was discharged on (B)(6) 2018, (hospitalization during 13 days). The patient developed an event of a serious eosinophils increased (eosinophil count increased). This event was assessed as medically significant and was leading to intervention. The patient was hospitalized for this event during 13 days. The patient was discharged on (B)(6) 2018, (hospitalization during 13 days). The patient developed an event of a serious crp increased (c-reactive protein increased). This event was assessed as medically significant and was leading to intervention. The patient was hospitalized for this event during 13 days. The patient was discharged on (B)(6) 2018, (hospitalization during 13 days). The patient developed an event of a serious pyrexia. This event was assessed as medically significant and was leading to intervention. The patient was hospitalized on the same day this event occurred. The patient was discharged on (B)(6) 2018, (hospitalization during 13 days). The patient developed an event of a serious vomiting. This event was assessed as medically significant and was leading to intervention. The patient was hospitalized on the same day this event occurred. The patient was discharged on(B)(6) 2018, (hospitalization during 13 days). Relevant laboratory test results included: c-reactive protein - on (B)(6) 2018, 8.60 unk; on 11-aug-2018: 10.3 unk; on an unknown date: 10.32 unk culture negative - on an unknown date: negative eosinophil count - on an unknown date: 14.4 unk eosinophil percentage - on (B)(6) 2018, 9.2 % white blood cell count - on (B)(6) 2018, 12700 unk; on 11-aug-2018: 7600 unk final diagnosis was ileus. The patient was treated with cefmetazole sodium (cefmetazole na) and cefozopran hydrochloride (firstcin). The patient outcome is reported as recovered / resolved on (B)(6) 2018, for ileus, as recovered / resolved on an unknown date for seprafilm application site pain after surgery, as recovered / resolved on an unknown date for eosinophils increased, as recovered / resolved on an unknown date for crp increased, as recovered / resolved on (B)(6) 2018, for pyrexia and as recovered / resolved on an unknown date for vomiting. Reporter comment: the causality with seprafilm: probably related reporter comment (added on (B)(6) 2018, the causal relationship between seprafilm and the event ileus was unknown. The patient had a risk factor (historical condition) which was a possible causative factor for this event. The ileus symptom(s), attributable to inflammation, was observed, but its direct relation to seprafilm was uncertain. No product lot number was provided by the reporter; therefore sanofi-genzyme biosurgery quality assurance is unable to perform a specific lot history review/investigation in response to this event. Seprafilm adhesion barrier serves as a temporary bioresorbable barrier separating apposing tissue surfaces. The physical presence of the membrane separates adhesiogenic tissue while the normal tissue repair process takes place. When applied as directed, seprafilm adhesion barrier can be expected to reduce adhesions within the abdominopelvic cavity. Approximately 24 to 48 hours after placement, the membrane becomes a hydrated gel that is slowly resorbed within one week. Components are excreted in less than 28 days. All seprafilm lots manufactured by genzyme are released for shipment by quality assurance only after successful completion of quality control certificate of analysis testing and review of all device history records and associated manufacturing process documentation. This lot release procedure provides assurance that all product lots are manufactured under specified process parameters and pass final product and sterility specifications. Product safety metrics are compiled by sanofi global pharmacovigilance and epidemiology and presented to senior management. Any trending signal is discussed during these trending meetings and escalated to the safety governance for adjudication. As a lot history review/investigation was unable to be completed and no trending signal has been identified at this time, no CAPA is considered necessary however; sanofi-genzyme will continue to monitor and trend these types of events and implement appropriate corrective actions where applicable. If a lot number for this event is reported at a later date, this product event will be reopened and a lot investigation will be performed by sanofi-genzyme biosurgery quality assurance at that time. Additional information was received on 15-oct-2018 from the physician: updated patient information, added historical/concurrent conditions, changed indication of seprafilm and concomitant drug, changed cefmetazole na from concomitant drug to corrective treatment, added corrective treatment firstcin, added surgery details to narrative, added lab data, added hospitalization details, added reporter comment, added "pyrexia" and "vomiting" as associated symptoms of ileus, and updated narrative. Additional information was received on 23-oct-2018: investigation summary was received (investigation summary (B)(4), event ID (B)(6).company comment was updated, and investigation results were added to the seprafilm field. Amendment to the (B)(6) 2018, report: amended product malfunction field ("yes" was deleted) and events seriousness criteria field ("intervention required" was additionally chosen).

Manufacturer narrative:
Sanofi company comment dated 27-nov-2018: this case concerns a "male" patient who was on treatment with synvisc one and later had inflammatory reaction and white blood cell count was 9000 cells per cmm. The relationship of the event with suspect cannot be denied. However, further information regarding patient¿s current clinical presentation, onset latencies and other risk factors precludes the complete medical case assessment.

Event description:
White blood cells initially 13000 and subsequently 9000 white cells per cmm [white blood cell count decreased]. Inflammatory reaction [joint inflammation] ([effusion of knee], [knee pain], [knee swelling]). Case narrative: initial information received on (B)(6) 2018 from (B)(6) regarding an unsolicited valid serious case received from a physician. This case involves (B)(6) female patient who experienced inflammatory reaction and white blood cells initially 13000 and subsequently 9000 white cells per cmm while using medical device hylan g-f 20, sodium hyaluronate [synvisc one]. The patient's past medical history, medical treatment(s), vaccination(s) and family history were not provided. On (B)(6) 2018, the patient started using synvisc one (hylan g-f 20, sodium hyaluronate), injection via intra- articular route for osteoarthritis at dose of 1 df, frequency 1x (batch number 7rsl045d, expiration date oct-2020). On an unknown date in (B)(6) 2018 after the intake of synvisc one, the patient had serious "imflammatory" reaction (inflammation) with inflammatory fluid in the right knee (joint effusion). The patient was hospitalized for this event. The patient had been afebrile throughout and felt very well in "herself". On an unknown date in (B)(6) 2018, the patient had initially 13000 and subsequently 9000 white cells per cmm (white blood cell count abnormal) after starting use of hylan g-f 20 and sodium hyaluronate. Multiple aspirates showed no sign of infection. It was reported that the injection was performed under strict aseptic conditions. It was reported "thet" the patient suffered an inflammatory reaction characterized by pain and swelling with white cell count of 9000 cmm, no growth or crystals. Infection was excluded as diagnosis and the events were eventually settled after drainage of the knee and a steroid injection. Patient had fully recovered from the events by (B)(6) 2018. Relevant laboratory test results included: gram stain - in (B)(6) 2018: [no crystals, no growth, no organisms seen]. White blood cell count - in (B)(6) 2018: 13000 unk [units - /cmm] then 9000 unk [units - /cmm]. Final diagnosis was inflammatory reaction and white blood cells initially 13000 and subsequently 9000 white cells per cmm. Patient received steroid injection as treatment and knee was drained. Outcome- recovered for both events. Seriousness criterion: hospitalized for white blood cells initially 13000 and subsequently 9000 white cells per cmm; hospitalized and intervention required for inflammatory reaction. Reporter causality: certainly related. A product technical complaint was initiated on 27-sep-2018 for synvisc-one. Batch number: 7rsl045 global ptc number: (B)(4). The production and quality control documentation for lot # 7rsl045 expiration date (2020- 04-30) was reviewed. The investigation showed that the product met specifications. No associated non conformances were noted. Based on the lot # batch record review & lot # frequency analysis for lot # 7rsl045 no CAPA was required. Sanofi global pharmacovigilance and epidemiology continuously monitors adverse event reports with or without lot numbers, and assesses possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review did not indicate any safety issue. As of 28-sep-18 there were 4 complaints on file for lot # 7rsl045 and all related sublots. 1 complaint was on file for lot# 7rsl045d: (1) adverse event report. 1 complaint was on file for lot# 7rsl045h: (1) tip breakage. 2 complaints were on file for lot# 7rsl045e: (1) tip breakage and (1) adverse event report. Sanofi would continue to monitor complaints to determine if a CAPA was required. Additional information received on (B)(6) 2018. Investigation summary received and ptc results added. Clinical course updated. Text amended accordingly. Additional information was received on 20-nov-2018 from physician. Symptoms of pain and swelling added. Seriousness of the event was updated. Symptom of white blood cells initially 13000 and subsequently 9000 white cells per cmm was updated as a separate event. Outcome of the event was updated from unknown to recovered.